Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the keypad is freezing after completion of a bag and the device has to be turned off/on to unfreeze the keypad. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with the control module that could not reset back after the compounding which resulted in the frozen keypad was confirmed during service by baxter personnel. An investigation plan and trend alert evaluation tasks were completed. None of the upstream tasks confirmed the reported problem, however, it was confirmed under the refurbishment activity. The root cause was determined to be defective span and zero potentiometers. Both the zero and span pots were replaced. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4): a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.